Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2023 to treat bilateral shoulder pain. In (B)(6) 2023 the patient requested reprogramming in order to improve pain relief. During the reprogramming session on (B)(6) 2023 it was noted that the implanted lead at the right shoulder showed all contacts out. Xray imaging was completed to view the implanted lead, results were inconclusive. On (B)(6) 2024, the patient presented was prepped for surgical revision to replace the damaged lead. Patient was sedated and placed in a prone position. The damaged lead was removed from the right shoulder and the implantable pulse generator (ipg) was removed due to damage from the procedure. While preparing to implant the replacement components the patient's oxygen saturation declined. Physician and anesthesiologist attempted to re-establish airway with the patient in prone position and were not successful. Physician closed the incision and turned the patient to a supine position and was able to re-establish airway and stabilize the patient. Procedure was aborted at that time, leaving one lead implanted in the left shoulder only.